Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The remote service engineer (rse) indicated the audio alarm of the telemetry is almost inaudible even though the volume is at the maximum. The fault was attributed to the loudspeaker. A replacement/exchange of the defective unit was arranged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the audio alarm is not audible, despite setting the audio alarm to maximum (10). Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.